Event description:
It was observed during the device evaluation that the colonovideoscope exhibited a burned plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction observed during device evaluation is traced to component failure. The provided information indicates that high-energy endotherapy accessories (e.g., laser, radiofrequency) were used without maintaining sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.